Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was due to a bad fall in the middle of the night. The caller stated that the customer had kidney issues that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The customer got up to check their pump or blood glucose, fell over and started foaming at the mouth. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Unit received with partially broken off piece at the reservoir tube lip and missing reservoir tube lip o-ring. However the p/cap / reservoir locked properly during testing. Unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test. No excessive no delivery alarms noted. Data analysis: there is no data listed for the dated of (B)(4) 2015 due to pump received without battery installed. Dod is (B)(4) 2015.